Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address: (B)(4). F4 contact person: (B)(4). F5 phone number: (B)(4). F6 date user facility became aware of event: unknown. F7 type of report: initial. F8 date of this report: jul-2019. F9 approximate age of device: 4 months. F10 event problem codes: f11 report sent to FDA: f12 location where event occurred: home. F13 report sent to manufacturer: yes. F14 manufacturer name and address heartware, inc. 1440 nw 60th avenue miami lakes, fl 33014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported the patient had an international normalized ratio (inr) of 1.7, lactate dehydrogenase (ldh) of 297, and bilateral carotid stenosis associated with the tia. The tia symptoms were thought due to a stuttering tia versus migraine. Less than a day after discharge from the tia, the patient re-presented with a cerebrovascular accident (cva). The patient had a right hemiparesis and expressive aphasia. The ldh remained in the 270s. An ultrasound revealed an internal carotid artery with 60-79% stenosis. A brain computerized tomography (CT) showed a small nonhemorrhagic acute/subacute left internal capsule infarct. The cva was believed to be due to the left carotid stenosis and the patient received a left carotid endarterectomy.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced transient ischemic attack (tia) and neurological dysfunction. The patient was hospitalized and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.